Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy, it was reported that the patient had an abscess in his back on the side where the device was. It is unknown when the abscess first developed, but the patient's back started hurting bad enough that around the (B)(6) 2016 that he was not able to take a two hour car ride. The patient was admitted to a skilled nursing facility for acute care (B)(6) and was currently residing there at the time of the report. The patient's concomitant medications include vancomycin twice a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.